Event description:
This rv lead was implanted on (B)(6)1982. And was explanted on (B)(6) 2017. It was noted on (B)(6) 2017, that the lead had a pacing failure, due to increase of ventricular threshold. A lead insulation issue was suspected or myocardial issue, but there was also battery depletion. So the usage of the old lead system was discontinued. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).